Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter was reading inaccurately at 6:30am on (B)(6) 2017 when he obtained an alleged inaccurately high blood glucose result of ¿160 mg/dl.¿ the patient manages his diabetes with insulin which he self-adjusts. He reported that after obtaining the result, he continued with his usual diabetes management routine and administered 24 units of humalog insulin at about 7am. He claimed that by 8am, he started to feel ¿light headed¿ and went to the doctor. He reported that at 8:30am, he obtained an alleged inaccurately high blood glucose result of ¿75 mg/dl¿ on the subject meter compared to ¿61 mg/dl¿ on the doctor/clinic meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he was given 4 glucose tablets by a healthcare professional to treat his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. A control solution test was performed and the result of 127 mg/dl fell outside the expected range of 130-175 mg/dl; however, the cca discovered that the patient was using incorrect control solution (glucose meter check level 2). The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.